Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed competitive atrial pacing leading to arrhythmia on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.